Manufacturer narrative:
The customer canceled the service call.

Event description:
The customer reported that intermittently there was no image on the screen. The field engineer noted that there was an intermittent loss of the live image, thus making the system unusable. There is no report of injury or death associated with the event described in this complaint.